Event description:
In 2008, a clinic nurse from the facility reported that a female pt being treated for rectal bleeding on a kinair medsurg was discovered trapped between the cushion and the frame in zone 4 and was without a pulse. CPR was performed on the pt for 15 minutes at which time family decided to discontinue CPR and the pt expired.

Manufacturer narrative:
The risk mgr at the facility indicated that prior to the incident, a nurse had been cleaning the pt and turning her from side to side when the nurse was called away for an emergency and left pt with all side rails up. The pt was found without a pulse by another nurse and was placed back in bed and CPR started. The risk mgr also indicated that the pt's mental state was described as confused prior to the incident. The bed involved in this incident was evaluated at the facility prior to return to the kci svc center and by kci quality engineering at the svc center. There were no apparent issues with the bed and the side rails functioned correctly. It was concluded that the bed functioned as designed.